Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.